Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump has cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump were hard to push. The customer was programming their replacement insulin pump and found the down arrow button was hard to push. Customer's blood glucose level was 132 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reference medwatch 3004209178-2015-50408 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.